Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's interstim implantable neurostimulator (ins) and lead from (B)(6) 2006 were removed and replaced with new interstim ins and lead on (B)(6) 2011. Replacement surgery was due to battery depletion, and during the surgery the doctor also ended up removing her lead wire because there was a problem with the lead. The patient was bruised after surgery because they had to remove the wire. They found the problem with the lead during ins replacement surgery. It was also noted that the patient fell down the stairs prior to replacement surgery "so I don't know if that did it or not". Regarding if battery depletion was normal, the patient stated that she was told the battery would last about 5 years and hers lasted just over 4 yrs. The patient also mentioned that she initially had interstim implanted for bladder because she had it implanted before it was approved for bowel incontinence. She had some urinary incontinence at time of implant so that is why the doctor implanted it but notes that she primarily uses interstim for bowel. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# *s00331867, implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: lead. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: extension. (B)(4).